Event description:
Pt had cadd pump placed at time of discharge from hospital on (B)(6) 2017. Rn saw pt at home on (B)(6) 2017 for his admission visit and first learning for milrinone therapy and the mechanics of the daily bag change on the pump. The visit concluded and the pump was infusing without issues. On (B)(6)2017, prior to next visit, rn contacted the pt's wife to confirm the visit and was told that the pt was found dead on the living room floor. The wife believes that the pump malfunctioned because it alarmed frequently on (b)(6 2017.